Event description:
It was reported that the physician had difficulty finding good sensing. After multiple attempts, adequate sensing values were noted and the pocket was closed. When the ep came in for dft testing, the sensing values had dropped. Hence, the pocket was reopened and the lead was repositioned with successful dft testing.

Manufacturer narrative:
No medwatch form was received.